Manufacturer narrative:
" The device was received and evaluated by beta bionics. User complaint of ilet damage or malfunction was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance."

Event description:
It was reported that the ilet screen became detached behind the front glass, which prevented use of the device interface; reported blood glucose at the time was 141 mg/dl. Symptoms included no clinical effects. Outcomes included no injury, no medical intervention, and no healthcare utilization. Investigation included review of the reported condition and arrangement for device return. Investigation of this device revealed a screen delamination affecting the display assembly that impaired usability without generating alerts or alarms. It was concluded, based on previously established findings for similar reports, that the cause was a device component failure related to the display.